Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the white tissue pad completely missing from the clamp arm of the device? What efforts were made to locate the pieces of the tissue pad during the procedure? Was this procedure converted to an open procedure? Are there any plans to locate the pieces? Was there any change in the patient care as a result of this event? What is the current patient status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure the teflon pad melted off and possibly fell into the patient. The sales rep requested information regarding radiopacity of the teflon pad. No further details were available.